Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-testing, it was observed that the small battery drive device worked intermittently. It was also reported that the batteries and casing devices that were in use, worked with different motor devices. This event did not occur during surgery. A spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred in (B)(6) 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device did not run during pre-testing; however, would work intermittently if the handpiece was taped to the workbench. Therefore, the reported condition that the device was working intermittently was confirmed. During service/ repair, the device was disassembled and the electronic control unit (ecu)/motor operated as expected. The motor was taken apart and wear marks and exposed coil wire were observed on the rotor that may have been causing the intermittent operation. It was determined that the rotor wear marks and exposed wires were consistent with the motor having been overheated from misuse. The assignable root cause was determined to be misuse/user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.